Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2000 and (B)(6) 2006) and absence of menstruation in 2008. Previously administered products included for birth control: loestrin 24 fe from 2006 to (B)(6) 2013. Concomitant products included anovlar (loestrin) in 2007 for birth control and thyroid (armour thyroid) in 2012 for hypothyroidism. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("hypersensitivity reaction/ allergic to nickel") with rash and swelling. In (B)(6) 2013, the patient experienced back pain ("severe and persistent back pain"). On (B)(6) 2013, 2 months 14 days after insertion of essure, the patient experienced blood urine present ("blood in urine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal distension ("abdominal swelling"), depression ("depression / caused or aggravated any psychiatric and/or psychological condition") with mood altered and asthenia, investigation noncompliance ("she did not undergo an essure confirmation test") and weight decreased ("lost (B)(6)"). The patient was treated with antibiotics and surgery (hysterectomy to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, blood urine present, alopecia, abdominal distension, investigation noncompliance and weight decreased outcome was unknown, the back pain and allergy to metals had resolved and the depression was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, blood urine present, depression, investigation noncompliance, pelvic pain and weight decreased to be related to essure. The reporter commented: discrepant data regarding essure removal date, two dates provided: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received - new reporters added. Patient information updated. Product tab updated, essure insertion and removal date updated, concomitant and treatment products provided. Event "severe and permanent injuries" deleted, all the other events were added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain") and genital haemorrhage ("bleeding like a slaughtered") in a 35-year-old female patient who had essure (batch no. B40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2000 and (B)(6) 2006), absence of menstruation in 2008 and amenorrhea. Previously administered products included for birth control: loestrin 24 fe from 2006 to (B)(6) 2013. Concomitant products included anovlar (loestrin) from 2007 to 2013 for birth control and thyroid (armour thyroid) from 2012 to 2013 for hypothyroidism. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("severe and persistent back pain") and allergy to metals ("hypersensitivity reaction/ allergic to nickel") with rash and swelling. In (B)(6) 2013, the patient experienced abdominal distension ("abdominal swelling") and pain in extremity ("shooting pain down my back to my upper leg"). On (B)(6) 2013, 2 months 14 days after insertion of essure, the patient experienced blood urine present ("blood in urine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("depression / caused or aggravated any psychiatric and/or psychological condition") with mood altered and asthenia, weight decreased ("lost 2lbs"), hypoaesthesia ("numbness in fingers"), weight increased ("weight gain/I've gain"), medical device discomfort ("medical device discomfort"), constipation ("no bowel movement"), genital haemorrhage (seriousness criterion medically significant) and swelling face ("puffy"). The patient was treated with antibiotics and surgery (hysterectomy to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, blood urine present, alopecia, abdominal distension, weight decreased, hypoaesthesia, weight increased, medical device discomfort, constipation and genital haemorrhage outcome was unknown, the back pain and allergy to metals had resolved, the depression and swelling face was resolving and the pain in extremity had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, blood urine present, constipation, depression, genital haemorrhage, hypoaesthesia, medical device discomfort, pain in extremity, pelvic pain, swelling face, weight decreased and weight increased to be related to essure. The reporter commented: discrepant data regarding essure removal date, two dates provided: (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: bleeding like a slaughtered and puffy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain") and genital haemorrhage ("bleeding like a slaughtered") in a 35-year-old female patient who had essure (batch no. B40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (B)(6) 2000 and (B)(6) 2006), absence of menstruation in 2008 and amenorrhea. Previously administered products included for birth control: loestrin 24 fe from 2006 to (B)(6) 2013. Concomitant products included anovlar (loestrin) from 2007 to 2013 for birth control and thyroid (armour thyroid) from 2012 to 2013 for hypothyroidism. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("severe and persistent back pain") and allergy to metals ("hypersensitivity reaction/ allergic to nickel") with rash and swelling. In (B)(6) 2013, the patient experienced abdominal distension ("abdominal swelling") and pain in extremity ("shooting pain down my back to my upper leg"). On (B)(6) 2013, 2 months 14 days after insertion of essure, the patient experienced blood urine present ("blood in urine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("depression / caused or aggravated any psychiatric and/or psychological condition") with mood altered and asthenia, weight decreased ("lost 2lbs"), hypoaesthesia ("numbness in fingers"), weight increased ("weight gain/I've gain"), medical device discomfort ("medical device discomfort"), constipation ("no bowel movement"), genital haemorrhage (seriousness criterion medically significant) and swelling face ("puffy"). The patient was treated with antibiotics and surgery (hysterectomy to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, blood urine present, alopecia, abdominal distension, weight decreased, hypoaesthesia, weight increased, medical device discomfort, constipation and genital haemorrhage outcome was unknown, the back pain and allergy to metals had resolved, the depression and swelling face was resolving and the pain in extremity had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, blood urine present, constipation, depression, genital haemorrhage, hypoaesthesia, medical device discomfort, pain in extremity, pelvic pain, swelling face, weight decreased and weight increased to be related to essure. The reporter commented: discrepant data regarding essure removal date, two dates provided: (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: bleeding like a slaughtered and puffy. Most recent follow-up information incorporated above includes: on 19-jul-2018: medical record received: reporter information and lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain") and genital haemorrhage ("bleeding like a slaughtered") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (31oct2000 and 27dec2006), absence of menstruation in 2008 and amenorrhea. Previously administered products included for birth control: loestrin 24 fe from 2006 to september 2013. Concomitant products included anovlar (loestrin) from 2007 to 2013 for birth control and thyroid (armour thyroid) from 2012 to 2013 for hypothyroidism. On 10-oct-2013, the patient had essure inserted. In october 2013, the patient experienced back pain ("severe and persistent back pain") and allergy to metals ("hypersensitivity reaction/ allergic to nickel") with rash and swelling. In november 2013, the patient experienced abdominal distension ("abdominal swelling") and pain in extremity ("shooting pain down my back to my upper leg"). On 23-dec-2013, 2 months 14 days after insertion of essure, the patient experienced blood urine present ("blood in urine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("depression / caused or aggravated any psychiatric and/or psychological condition") with mood altered and asthenia, weight decreased ("lost 2lbs"), hypoaesthesia ("numbness in fingers"), weight increased ("weight gain/I've gain"), medical device discomfort ("medical device dicomfort"), constipation ("no bowel movement"), genital haemorrhage (seriousness criterion medically significant) and swelling face ("puffy"). The patient was treated with antibiotics and surgery (hysterectomy to remove essure). Essure was removed on 4-feb-2014. At the time of the report, the pelvic pain, blood urine present, alopecia, abdominal distension, weight decreased, hypoaesthesia, weight increased, medical device discomfort, constipation and genital haemorrhage outcome was unknown, the back pain and allergy to metals had resolved, the depression and swelling face was resolving and the pain in extremity had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, blood urine present, constipation, depression, genital haemorrhage, hypoaesthesia, medical device discomfort, pain in extremity, pelvic pain, swelling face, weight decreased and weight increased to be related to essure. The reporter commented: discrepant data regarding essure removal date, two dates provided: (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: bleeding like a slaughtered and puffy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- shooting pain down my back to my upper leg, numbness in fingers, weight gain/I've gain, medical device discomfort, no bowel movement, bleeding like a slaughtered and puffy. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.